Event description:
Red air-screen appeared after powerup, first phaco-patient went fine, second case the surgeon complained about a soft eye. In both cases the red air-screen remained. The system was restarted, all went fine the rest of the day.

Manufacturer narrative:
With regards to this event, log-files were received for investigation. Investigation of the log-files revealed that during startup of the eva surgical system the user was informed regarding to the fact that no compressed air was detected (air141). Followed by the messages regarding the fact that the air-fluid exchange and vgpc were not available (i.e. Air243). As the issue was not resolved the error module became not accessible by the user interface as disclosed to the user by the red air screen. From the logfiles it was observed that after restart of the system after the second phaco procedure the error messages did not return. Follow-up with the sales representative revealed that prior to restart the compressed the compressed air connection was reconnected which solved the issue encountered. Review of our complaint database did not reveal any similar complaints that have been logged on this eva surgical system. Based upon the investigation the related complaint is considered to be attributable to an unintended use error related to connecting the eva system to the compressed air as described in the eva instruction manual (section 6 "placing and power on"). No patient injury was involved. The risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Therefore, no remedial or corrective/preventive actions will be undertaken at this moment. Complaints will be closely monitored to identify any significant adverse trends.

Manufacturer narrative:
The log files from the unit have been requested for investigation.

Event description:
Red air-screen appeared after powerup, first phaco-patient went fine, second case the surgeon complained about a soft eye. In both cases the red air-screen remained the system was restarted, all went fine the rest of the day.